Manufacturer narrative:
The investigation determined that a lower than expected vitros clinical chemistry products iron (fe) result was obtained from a patient sample tested on a vitros 4600 chemistry system. The initial result of 24 ug/ml was obtained 6 weeks prior to the expected result of 351 ug/ml. The customer could not confirm nor rule out a blood transfusion between the initial sample collection and the second sample collection 6 weeks later. Per an ortho medical safety officer, for blood fe levels to change from 11-30 to ~350 ug/dl within 1.5-2 months is not common but not impossible in certain scenarios. The patient might not qualify for a blood transfusion, depending on their age and gender. There was no mention of iron supplements, so the validity of the fe results may be questionable. No diagnostic within-run precision testing to assess analyzer performance was performed during the timeframe of the event, therefore, a performance issue with the vitros 4600 system cannot be ruled out as contributing to the event. The historical quality control results obtained from vitros fe slide lot 5024-0327-1225 were acceptable, indicating a performance issue with vitros fe slide lot 5024-0327-1225 did not likely contribute to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros fe slide lot 5024-0327-1225. The investigation was unable to determine a definitive assignable cause. (B)(4).

Event description:
The investigation determined that a lower than expected vitros clinical chemistry products iron (fe) result was obtained from a patient sample tested on a vitros 4600 chemistry system. Vitros fe result of 24 vs 351 ug/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant low vitros fe result obtained was reported outside of the laboratory, however, there was no reported allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).